Manufacturer narrative:
Complaint coding was updated to better reflect the reported event. Consequently, section h6 impact codes and medical device problem codes were updated/corrected and repopulated accordingly.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in b1(is product problem); d3( manufacturer fax); d4(serial). B1: ticked to capture malfunction problem. The cause of the injury was not determined due to insufficient clinical details. The cause of the positioning issue is most likely due to an unintended user error as the pump slipped into the aorta during positioning attempts. The cause of the pd-cannula assembly (twist, bent, kinked) is most likely due to an unintended user error as the pump slipped into the aorta during positioning attempts and when it was attempted to cross the valve again it kinked on itself. The cause of the pd-cannula assembly - (separation, break) cannot be determined.

Event description:
An impella cp was inserted via right femoral artery in a 67 year old male for acute myocardial infarction with cardiogenic shock. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage d. During procedure, it was reported that the impella slipped in the aorta during reposition. It was attempted to cross the valve wirelessly, which was unsuccessful and the impella kinked on itself. The device was removed and inlet cage broke off during removal. The cannula was successfully removed, however pigtail and inlet cage remained in the femoral artery. The md successfully snared the inlet out. The positioning issue and removal issue will be conservatively reported for hemodynamic instability as it prompted intervention, but there was no lasting harm or injury reported.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Updated information: d4 catalog number updated.